Event description:
It was reported that the patient was seen after hearing the device alert. However, a device interrogation did not show that any patient alerts had triggered. A review of the device product performance information indicated that the last four toning events were the result of in-office demonstration events on the day of the clinic visit. It was suggested that the patient may be hearing tones if they are coming in contact with a static magnet field. The patient should document when and where the tones are heard and report back to the clinician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A review of the device memory indicated that magnet tones alerted on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant 6947-65 implantable tachy lead 2004-(B)(6), 5076-52 implantable pacing lead 2001-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.